Manufacturer narrative:
This product is not marketed in us but a similar product with catalog # ke202, 510k# k123771 and UDI # (B)(4) is available for sale in u.s. The product is not returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event. Product image review: submitted images appear to display radially cut ibt balloon.

Event description:
It was reported that patient with osteoporosis underwent balloon kyphoplasty at l2 level. Intra-op, balloon exploded while inflating in a compressed vertebra on a maximum pressure 250 psi and at a maximum inflation volume of 3.5 cc. The patient was not allergic to contrast media. No fragments of ruptured balloon were left inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: during functional analysis, it was not more possible to inflate the balloon. Presence of blood in and on the ibt. During visual analysis, it appears that the shaft of the ibt is strongly deformed and the balloon is ruptured in two parts. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the rupture of the balloon is attributed to the contact with bone splinters during surgery. After that, the balloon was probably stuck in the vertebral body and the complete rupture and the deformation of the shaft happened when the surgeon has taken the balloon out of the vertebral body. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.